Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer indicated that the sample probe was sticking and replaced the sample probe assembly cover which resolved the issue. The customer verified this when they calibrated and ran controls with acceptable results.

Event description:
The initial reporter complained of questionable chol2 cholesterol gen.2, ca2 calcium gen.2, urea/bun, hdl-c gen.4, and phos2 phosphate (inorganic) ver.2 results for 5 patient samples on a cobas 6000 c (501) module analyzer. See attachment (B)(6) for patient results. All repeat results were deemed to be correct. The reagent lot numbers and expiration dates were asked for but not provided.